Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not charge the ipg as recommended. As a result the ipg is unable to communicate with external devices. The pt uses the scs systems sparingly but does want to regain the stimulation therapy. The pt is weighing her options.